Manufacturer narrative:
A good faith effort was made to get the device associated with this complaint back for evaluation, but there is no additional information available as the reported part was scrapped by the customer. Based on the investigation, there is insufficient data available to determine the actual cause of the incident. The customer reported that they switched back to their original distributor (3rd party device). No further actions were taken and none are warranted. H3 other text : device was discarded.

Event description:
It was reported to philips that the newborn developed scalp ulceration at the site of philips scalp electrode.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the newborn developed scalp ulceration at the site of philips scalp electrode.